Manufacturer narrative:
Visual assessment of the device shows the actuator is protruding out of the distal end of the needle. No ts or suture remain on the needle, and were not returned. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Actual device is not marketed in the united states but a similar device in the same product family is available in the united states.(B)(4)

Event description:
It was reported that the t2 implant pre-deployed from the fast-fix 360 curved insertion device. After deployment of the first anchor the second anchor released unintended immediately afterwards. There was no report of patient injury or surgical delay.